Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. The device encountered resistance and failed to cross the lesion. The device was removed and plain old balloon angioplasty (poba) was performed. The synergy¿ stent was re-introduced but still failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was inserted for support. An attempt was made to re-introduced the synergy¿ stent, however it was noted that the proximal to the middle part of the stent strut was deformed. The procedure was completed with a 2.25 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.25x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found some struts were damaged; distorted and squashed. The undamaged stent od (outer diameter) was measured and is within max crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo kink at 620mm from distal end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found a mid-shaft kink at 30mm distal of hypo/midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. The device encountered resistance and failed to cross the lesion. The device was removed and plain old balloon angioplasty (poba) was performed. The synergy¿ stent was re-introduced but still failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was inserted for support. An attempt was made to re-introduced the synergy¿ stent, however it was noted that the proximal to the middle part of the stent strut was deformed. The procedure was completed with a 2.25 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.